Manufacturer narrative:
Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch:10227543.

Event description:
It was reported that the patient experienced ineffective therapy on the right side following a fall. Impedance check revealed high impedance on the left side. As such, surgical intervention took place on (B)(6) 2025 wherein the extension was explanted and replaced to address the issue. During the procedure on the physician used monopolar diathermy resulting the ipg to reset and not communicate with external devices. Troubleshooting was unable to resolve the issue. As such, the ipg was explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post op. The devices were discarded. Investigation was unable to determine which of the extension is the left extension.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.